Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements above 200 ohms. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements above 200 ohms. No adverse patient efects were reported. This device remains in service. Additional information was received indicating that the physician opted to program different shock vectors, which resolved the out of range measurements. No adverse patient efects were reported. This device remains in service.